Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A lead migration was confirmed via x-ray imaging for a patient implanted with an evoke spinal cord stimulation (scs) system. A lead revision procedure was completed to reposition the leads and resolve the reported event.

Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. Both anchors were returned to saluda. A cut to the silicone was visualised on one anchor sleeve. The cause of this damage was not able to be definitively determined and may have occurred during device removal. The clamp and set screw on both active anchors were discolored, potentially with biological fluid. Both active anchors were able to be engaged with the torque wrench, confirming set screw seating and clamp functionality. Functional testing was performed and both anchors did not meet retention specification. The retention force applied by the active anchors may have contributed to the reported migration event. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The manufacturing records were reviewed. Product met all requirements for release.